Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shocks due to double counting of atrial flutter. The inappropriate shock induced ventricular fibrillation (vf) for which subsequent shocks converted. After that, five more inappropriate shocks were delivered for supraventricular tachycardia (svt) with bundle branch block which were not successful in converting and therapy was exhausted. The patient underwent an ablation procedure to prevent future svt which was a previously known patient condition. The physician has elected to continue monitoring. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.